Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to right ventricular lead revision procedure, it was noted that the patient experienced phrenic nerve stimulation in every vector of the left ventricular lead. The lead was repositioned and the issue was resolved. The patient's condition was stable post procedure.